Manufacturer narrative:
B3: event date is an estimate. Analysis: allegation related to pump mechanical issue was reported. The ipp pump was visually inspected; no leaks were found. The pump was functional tested and performed within specification. Product analysis was unable to confirm the reported event. The product record review indicated reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of 'no problem detected' was chosen because the reported events could not be confirmed or substantiated through investigation. Based on the results of this investigation, no escalation is required. This conclusion is supported by the following objective evidence: review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. There is no evidence that the reported events are related to a manufacturing deficiency based on the product analysis and a review of the manufacturing records. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process. The ams 700 hazard analysis indicates that the as reported events of this complaint do not represent a new hazardous situation.

Event description:
It was reported that due to mechanical malfunction the patient had his inflatable penile prosthesis (ipp) pump explanted.

Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported that due to mechanical malfunction the patient had his inflatable penile prosthesis (ipp) pump explanted.